Event description:
The doctor indicates loss of integration with infection, bleeding, irritation and pain. The infection was localized and antibiotics were prescribed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The ifnt3211 full osseotite® tapered certain® implant 3.25 x 11.5mm was not returned for evaluation. DHR review, product non-conformance review, and complaint history review did not provide any indication of a manufacturing deviation that would contribute to this event. The implants associated with this event were in function for approximately 40 months. These are sterile products which would not be the direct cause of an implant failure due to infection. These non-integration and loss of integration plus infection events will be tracked and trended. (B)(4). Correction: the device was not returned.